Event description:
Formal claim received regarding pinnacle/corail hip implants. No confirmation of revision, or reason for revision, received. Implanted in february 2009.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
(B)(4). Formal claim received regarding pinnacle/corail hip implants. No confirmation of revision, or reason for revision, received. Implanted in (B)(6) 2009. The devices associated with this report were not returned. A complaint database search finds no other related incidents against the provided product and lot combinations. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to identify root cause, the need for corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
Information received from (B)(6). Formal claim received regarding pinnacle/corail hip implants. No confirmation of revision, or reason for revision, received. Implanted in (B)(6) 2009. The reported event has been evaluated and will be monitored. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.